Manufacturer narrative:
This complaint is recorded with zimmer biomet under cmp-(B)(4). On (B)(6) 2017, it was reported that the device had ¿crank handle rotation¿. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 3:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6) 2014 where it was reported that the device was sent in for preventative maintenance and the bent comb, leaf springs, sliding pins, bearings and rollers were replaced. This is not a related issue. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation ie-(B)(4). Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that there were no problems found with the ratchet, and the calibration was within specification and produced a passing test cut. The side plates were gouged, the comb was rough, and the hinges were galled. The 1.5:1 cutter serial number (B)(4) failed testing, the 3:1 cutter 1510567 was tested and it met all testing and calibration requirements. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event ¿the device had was non-verifiable since during initial inspection there were no problems with the ratchet. However, this does not mean that the customer did not have the reported issue. The reported event was non-verifiable since the device had no problems with the ratchet; hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device had cranked handle rotation. Investigation results revealed that the comb was rough. No known adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.